Event description:
Per complaint (B)(4), a dental implant failed because the hex stripped inside the implant during placement. The implant was removed and replaced with one of the same size within the same procedure with no patient impact.